Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 1901142. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. One picture sample was returned; however, the picture did not display the product related to this reported complaint. To further investigate this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were inspected and no defects were identified. Based on the investigation results, an exact issue related to the manufacturing process could not be determined.

Event description:
It was reported that syringe s2 10ml 22ga 1-1/4in bd china leaked. The following information was provided by the initial reporter: "the user found liquid leakage at the joint of the syringe plastic and steel needle during the use of the product."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 10ml 22ga 1-1/4in bd (B)(6) leaked. The following information was provided by the initial reporter: "the user found liquid leakage at the joint of the syringe plastic and steel needle during the use of the product."